Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon reported that the patient was experiencing pain and swelling, with x-rays showing signs concerning for loosening. CT imaging confirmed talar aseptic loosening with cystic changes and associated bone loss. Based on these findings, the surgeon plans to revise the talar component to an invision talus. The tibial component appeared well-fixed with no signs of loosening on CT, but the surgeon intends to have the option to revise it intraoperatively should instability be noted.

Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows loosening and subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows clear radiolucence with large cysts and therefore loosening and lateral subsidence of the talar component can be confirmed. Adjacent to the tibial component, there is only very little radiolucence visible. There is no clear loosening. The underlying cause remains unclear. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon reported that the patient was experiencing pain and swelling, with x-rays showing signs concerning for loosening. CT imaging confirmed talar aseptic loosening with cystic changes and associated bone loss. Based on these findings, the surgeon plans to revise the talar component to an invision talus. The tibial component appeared well-fixed with no signs of loosening on CT, but the surgeon intends to have the option to revise it intraoperatively should instability be noted.